Event description:
It was reported that the filter was tilted. Reportedly, prior to a scheduled vena cava filter retrieval, a computed tomography scan demonstrated that the filter had tilted approximately 90 degrees and the apex of the filter appeared to be in the ostium of the left renal vein. The filter was not retrieved and remains implanted. The filter was implanted prophylactically and was deployed in a suprarenal position as the patient presented with cancerous tumors, which were crushing the vena cava. There was no report of injury to the patient.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The device remains implanted; therefore, not available for evaluation. The event investigation is currently underway.